Event description:
Per surgeon, pt with soft/poor bone quality fell following total hip surgery & then underwent implantation of an 8-hole cable plate to the lateral aspect of femur. Pt was allowed to weight bear for a few weeks, when surgeon noticed some slight femoral bowing and placed pt in a long leg brace to support femur. On event date, pt reported significant thigh pain after rolling over in bed. X-ray showed that the plate and femur were broken, and plate was removed.